Event description:
The customer was hospitalized due to high blood glucose with a reading of 892 mg/dl; stayed in the hospital for eight days. She complained of nausea, vomiting, urination, irritability and abdominal pain. The customer reported of not getting an alarm when the reservoir was out of insulin. The customer was treated with an insulin drip and was released after the blood glucose went lower. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.